Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: articular surface; p/n: 00596404112, l/n: 63068890. Lps fem comp sz e-l; p/n: 00599601501, l/n: 64088206. Stemmed nonaugmentable tibial component; p/n: 00598604701, l/n: 64196886. Foreign report source: (B)(6). Reported event was confirmed by review of compatibility check. The reported products were reviewed for compatibility and it was determined that the femur and articular surface are not compatible. DHR was reviewed and no discrepancies were found. The root cause of the reported issue was due to the surgeon implanted a non-compatible device. Per instruction of use states to check the appropriate knee implant size matching chart for component matching instructions. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a revision procedure approximately 7 day post-implantation due to the incorrect sized device was implanted. No additional patient consequences were reported.